Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device displayed a "defib fault 78" message and failed to charge the energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.